Event description:
It was reported that the patient experienced pain and discomfort, and requested the devices be explanted. The patient underwent an explant of the devices. The patient is expected to fully recover post operatively.

Manufacturer narrative:
Block h6 patient code: 3191: no code available is used as there is no corresponding FDA code surgery. The returned devices 101-9810, 800238 and 700085 were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as the implants exhibited normal characteristics. Therefore, this investigation is assigned a probable cause of no problem detected.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: superion implant; upn: 101-9810; model: 101-9810; serial: n/a; batch: 700085.

Event description:
It was reported that the patient experienced pain and discomfort, and requested the devices be explanted. The patient underwent an explant of the devices. The patient is expected to fully recover post operatively.